Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the probe angle, water and substrate probe dispense volumes, and cleaned the wash station and dilution well. The customer performed calibrations and quality controls. A siemens customer care center (ccc) specialist followed up with the customer. The customer stated quality controls were in range. Patient results were as expected following service. The cause of the discordant helicobacter pylori results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant helicobacter pylori results were obtained on patient samples on an immulite 2000 xpi instrument. The discordant results were reported to the physician(s). The customer questioned the results, and repeated the samples on the same instrument. Corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant helicobacter pylori results.